Event description:
It was reported the patient experienced a lack of therapeutic effect. Impedance readings on all or some unipolar pairs were >4,000 ohms, bipolar pairs were all within normal impedance ranges. X-ray results did not show any issues. No known accident or incident was related to the event. No additional symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the patient was implanted in (B)(6) 2008. The patient has had a difficult postoperative course with "less than optimal response to the stimulation". In (B)(6) the patient was seen for complaints of pressure on the top of her head. There was concern for possible infection so she was started on a course of cephalexin. An MRI performed in (B)(6) demonstrated a subdural hematoma (see MFR report # 3004209178-2009-00583). In (B)(6), the patient was diagnosed with a pulmonary embolism (see MFR report #3004209178200900582). In addition, the patient was dealing with multiple psychological issues brought on by issues at home and including the patient wishing she had not had the dbs surgery. In (B)(6) there began to be concerns about the integrity of the dbs system. Skull x-rays and mris were done and no fractures or short circuits in the leads were found. On (B)(6) 2008 the patient was seen in the clinic for programming changes to the dbs system. Twenty-four hours later the patient complained of pain in her head that was not tolerable. She continued to have tightness in her throat which was described as "her tongue being pulled back and locked in her throat" because of this speech became difficult. There was also tightness in her jaw which pulled her teeth together the patient continued to have a pressure sensation around her head "like somebody crushing it in a vice", and a sensation of hot rods being "stuch" in her head. The patient's primary care physician prescribed darvocet for pain. After taking one tablet the patient felt extremely sedated and out of control so the patient had taken no further tablets. The pulling in the tongue and pain around the head were not present prior to the dbs surgery. The patient continues to have facial spasms intermittently which begin on the right side of her mouth and spread across to the left side of her face and contort her face resulting in pain in the forehead and across the top of the head. The patient returned to the clinic for further programming changes. The left side was set at a wide monopolar field with contact 0 as the cathode. This was changed to the cathode at 1 with and increase in pulse width to 210. This resulted in more tightening in her throat. The pulse width was lowered and it was well tolerated. There was slight increase in the frequency from 125 to 140. The patient tolerated voltages up to 3.5 without tonic contraction. High impedance readings were seen when device settings were at the lower voltages. With increases to the voltage settings the impedances decreased. Changes were attempted on the right side. Any changes in the right side resulted in arm weakness. The right side was turned off. By the end of programming she was able to open her mouth and speak more clearly. The programming helped for several days and then seemed to get worse. On (B)(6) 2008 the patient was again seen in the clinic. The patient reported experiencing an episode of extreme fatigue, weakness, and decreased energy. The patient had been instructed to try baclofen for the head pain. When she stopped the baclofen she felt better. She complained of poor balance, blurry vision, and decreased comprehension when reading. The device was reprogrammed to again increase the pulse width which seemed to improve some of her symptoms (minimally). The patient will be seen for psychiatric support. Additional programming changes will also be investigated and considered.

Event description:
Additional information received reported that the patient¿s face pulling down and inability to eat was resolved in 2009 after her doctor revised the implant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that prior to getting deep brain stimulation (dbs) the left side of the patient¿s face was pulled down and locked in place and the patient could not open their mouth or talk. The patient was then implanted with dbs and the electrodes in their brain were not evenly matched up in the brain so ¿they were not moving at the same time or whatever.¿ the patient¿s face was not properly in place and functioning the way it should and the patient had a loss of therapy. Since implant, the patient had been trying to get their implantable neurostimulator (ins) adjusted, but their healthcare professional (hcp) could never get it right. The patient remembered a manufacturing representative coming in and not being able to get the ins working right. The patient¿s hcp stated the issue could be corrected with another surgery. The patient spoke with another hcp who wanted to repeat botox, but that did nothing for the patient. A revision was done in 2009. Since the revision, the patient needed some adjustments done, but they were not able to see their hcp.